Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had inadvertently let the pump battery deplete and the pump turned off in the middle of the night. The customer's blood glucose (bg) level was 390 mg/dl. The customer charged the pump and a bolus was delivered to address the bg level.